Event description:
It was reported that the system shut down without command. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and ordered replacement parts. No additional service information was provided.